Manufacturer narrative:
A specific root cause could not be identified as no additonial information was provided for further investigation. The patient sample was not available for further investigation. The patient was not treated based on the erroneous result.

Event description:
The user received questionable digoxin results for one patient sample. All results are in ng/ml. The original result was 1.441 and was reported outside the laboratory. The result was questioned by the ER nurse. The sample was repeated with results of 2.466, 2.387, 2.479, and 2.597. All repeat results were accompanied by data flags. The result of 2.597 was reported to the physician. The patient was not treated based on the erroneous result as the result was questioned by the ER nurse and repeated prior to releasing to the doctor. The digoxin reagent lot number was 62633601. The field service representative was not able to determine a cause but suspected it was sample related as the error had not returned. He performed troubleshooting to verify the instrument operation including performance testing.